Event description:
It was reported that during implant attempt, the lead was not implanted due to patient anatomy. The lead was replaced. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. Primary analysis revealed no anomalies. Additionally, blood was noted on/in the helix mechanism.